Event description:
It was reported that there was a loss of therapeutic effect. The ins implanted in (B)(6) 2010 "did not work" and a second ins was implanted in (B)(6) 2010 (the lead was disconnected from the first implant). The first ins was not explanted.

Manufacturer narrative:
(B)(4).